Event description:
The reporter stated the surgeon had partially inserted a 13.2mm micl13.2 implantable collamer lens before he discovered the lens was not coming out of the cartridge properly. The lens was pulled out immediately and the backup lens was successfully implanted. There was no pt injury. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Other (lens did not eject properly from cartridge), evaluation results- (other): a lens work order search was performed and no similar complaint was found.